Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after changing their battery. It was also found the customer received a battery out limit alarm after inserting a new battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was around 400 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.